Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and indicated that there was no evidence of undersensing.

Manufacturer narrative:
Concomitant medical products: 694765 lead; implant date: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensing and far field r-wave (ffrw) oversensing during the atrial tachycardia (at)/atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.